Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was having higher blood glucose levels lately. Customer's blood glucose level was 591 mg/dl. The customer was going to treat her high blood glucose level with a manual injection. Last time she looked there was something in the tubing. She was not feeling okay to troubleshoot. The customer was previously hospitalized on (B)(6) 2015 due to a high blood glucose level of over 500 mg/dl. The customer did not remove the needle guard from the infusion set when inserting. The customer had a diabetic ketoacidosis. She was placed on insulin drip. The customer was wearing the insulin pump at the time of the emergency room visit. The insulin pump alarmed no delivery. The alarm was resolved with a complete infusion set change. The device was not returned.